Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the right cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak and functional testing. Based on the information available and analysis results, the reported crack in the tubing were unable to be confirmed as the tubing was not returned for analysis and the pump passed all test performed. The cause of the event was not established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the right cylinder connecting tube. No patient complications were reported.